Event description:
It was reported that during a first attempt to negotiate a .014 180cm j stabilizer plus guidewire with the factory formed tip into the left anterior descending (lad) artery, and down into the second diagonal branch, the wire would not reach over to the second diagonal branch. The wire had easily passed through the proximal and mid lad, and actually through the stenosis in the distal lad. The device was then removed from the body and a secondary bend was created on the wire. The device was then re-advanced into the lad, and at that point, the wire would not torque well in the mid lad. It was at that point, the wire seemed to have the distal tip pointed towards the wall of the lad and then would not torque at all. Attempts were made to pull the wire back, in the usual fashion, but the wire would not move either forward or back. The distal tip was somehow "stuck" to or in the vessel wall. As the physician attempted to withdraw the wire from the patient, the xb4 guide catheter was pulled into the body of the lad. The xb4 guide catheter was then advanced down into the mid lad since the vessel was much larger than the guide catheter. When the tip of the xb4 guide catheter reached the distal tip of the stabilizer plus guide wire, the guide wire freed itself from the vessel and the device was able to be removed from the body. The distal tip of the guide wire once was then inspected outside of the patient. The wire appeared intact, and the tip still had the configuration the physician had created. A choice pt guide wire was then advanced into the lad and through the distal stenosis without difficulty. The same, original stabilizer plus guidewire was then advanced into the lad, and the wire reached the mid lad, and then again, appeared to become entrapped in the vessel wall. Attempts were made to remove the stabilizer plus guide wire from the vessel, but the xb4 guide catheter was again being pulled down into the lad.

Manufacturer narrative:
Complaint conclusion: during the first attempt to negotiate the stabilizer plus guidewire into the left anterior descending (lad) artery, and down into the second diagonal branch, the wire would not reach over to the second diagonal branch. The wire had easily passed through the proximal and mid lad, and actually through the stenosis in the distal lad. The device was then removed and a secondary bend was created on the wire. The device was then re-advanced into the lad, and at that point, the wire would not torque well in the mid lad. It was at that point, the wire seemed to have the distal tip pointed towards the wall of the lad and then would not torque at all. Attempts were made to pull the wire back, in the usual fashion, but the wire would not move either forward or back. The distal tip was somehow "stuck" to or in the vessel wall. As the physician attempted to withdraw the wire from the patient, the xb4 guide catheter was pulled into the body of the lad. The xb4 guide catheter was then advanced down into the mid lad since the vessel was much larger than the guide catheter. When the tip of the xb4 guide catheter reached the distal tip of the stabilizer plus guide wire, the guide wire freed itself from the vessel and the device was able to be removed from the body. The distal tip of the guide wire once was then inspected outside of the patient. The wire appeared intact, and the tip still had the configuration the physician had created. A choice pt guide wire was then advanced into the lad and through the distal stenosis without difficulty. The same, original stabilizer plus guidewire was then advanced into the lad, and the wire reached the mid lad, and then again, appeared to become entrapped in the vessel wall. Attempts were made to remove the stabilizer plus guide wire from the vessel, but the xb4 guide catheter was again being pulled down into the lad the physician then elected to advance a monorail 2.5 x 12 apex balloon catheter over the stabilizer plus guide wire, while leaving the choice pt guide wire in place in the distal lad, well beyond the stenosis planned to treat. Once the apex balloon catheter reached the distal tip of the stabilizer plus guide wire, the tip became free of the vessel wall and the wire and balloon catheter were removed as one unit. The procedure was completed successfully with another stabilizer plus guidewire. There was no patient injury reported. The device was returned for analysis. (B)(4). The reported failure by the costumer as ¿guidewire- withdrawal difficulty-from vessel¿ could not be evaluated due to the nature of the complaint. The reported failure by the customer as ¿guidewire- torquing difficulty¿ was not confirmed during analysis. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The reported failure by the costumer as ¿packaging/pouch/box- removal difficultly¿ could not be evaluated due to the packaging was not received for analysis. The cause of the bent condition could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective actions will be taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The physician then elected to advance a monorail 2.5 x 12 apex balloon catheter over the stabilizer plus guide wire, while leaving the choice pt guide wire in place in the distal lad, well beyond the stenosis planned to treat. Once the apex balloon catheter reached the distal tip of the stabilizer plus guide wire, the tip became free of the vessel wall and the wire and balloon catheter were removed as one unit. The procedure was completed successfully with another stabilizer plus guidewire. The choice pt guide wire was still in place in the distal lad. There was no patient injury reported. The device will be returned for evaluation. The target lesion was in the distal left anterior descending artery (lad). The lesion in the lad was just distal to a large second diagonal branch. The rate stenosis at the target lesion was approximately 80%. The patient had a previous diagnostic cardiac catheterization a month before this procedure. The physician stated ¿the stabilizer plus guide wire is my work horse wire and it is the wire I trained with in my interventional fellowship in 2000, and it is the wire I use most often during my interventions. I should note, my assistant was not handling the entire system of the wire and balloon catheter all that carefully once it was outside of the body, and there may have been a kink created in the distal part of the stabilizer plus guide wire as it was taken off the apex balloon catheter. I have noticed that if the short stabilizer plus guide wire is not removed carefully from the plastic coil it comes packaged in, the tip of the wire can become distorted as it is removed from the plastic coil. I have tried to train my staff to remove the wire carefully from the plastic coil, so as to avoid this problem. When I create a bend or a secondary bend on a wire, I typically place the wire inside a metal guide wire introducer and bend the wire over the distal tip of the metal introducer. This of course has to be done carefully, or the edge of the introducer can fracture the tip of any guide wire." There was not a "landing zone" for a stent distal to the second diagonal branch. As such, the plan was to "jail" the second diagonal branch with a stent. The physician elected to place a guide wire in the second diagonal branch prior to intervening on the lad, in order to protect the diagonal branch. There was approximately a 40% eccentric stenosis in the mid lad, which there was no plan to treat. A xb4 guide catheter was used for the intervention, which did "point" up towards the roof of the lad, but moved freely within the vessel. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. Concomitant devices : xb4 guide catheter, choice pt guide wire, 2.5 x 12 apex balloon catheter.